Event description:
Country of complaint: (B)(4). Female cat of (B)(6). Operation: ovariectomy. Novsyn 3/0 suture used to close muscular abdominal wall, abdominal under skin tissue and skin (ombilicus). Ten days after the operation it was detected that there was a pseudo-cyst in the subcutaneous tissues, including (covering) of the suture. There have been 4 similar cases in one month. Two batches are involved # 114313 and/or 114401.

Manufacturer narrative:
MFR site eval: samples received: 17 unopened pouches of the batch 114313 and 16 unopened ouches of the batch 114401. There are no previous complaints of either possible batches affected. A (B)(4) units of the batch 114343 and (B)(4) units of the batch 114401 were manufactured and distributed. There are no units in stock of either batch. Tightness test to the all samples received has been performed and the units are tight. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests tht harmlessness of novosyn was provided. Review the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. As indicated in the instructions for use of the product: "during the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue". Final conclusion: no justified. Corrective/preventive actions: not applicable.